Manufacturer narrative:
The reported perfect passer connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, after empty cartridge was discarded, the jaw of the smart stitch broke off. No patient injury reported. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. The clamp was not broken as indicated by the customer; however, it did come loose. Functional evaluation cannot be performed due to the received condition of the device. Internal investigation indicates the failure cause for upper s-clamp unhooked is due to a dimensional discrepancy on the s-hook component. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was used successfully by surgeon to pass (1) suture cartridge, after empty cartridge was discarded, the jaw of the smart stitch broke off. No patient injury reported.